Event description:
A male underwent aaa repair in 2008. A zenith main body graft and two iliac legs were placed without incident. The pt had underwent a hernia repair the following year, as well as a recent colectomy. The following month, the pt had a CT scan that did not show any abnormalities, however, the most recent CT scan revealed severe inflammation at the site of the zenith grafts. The suprarenal renal area was inflamed where bare metal was located. Blood samples were taken and grew mrsa. The physician is planning explantation in 2009. The status of the pt at this time is unk.

Manufacturer narrative:
The zenith line of aaa products have completed and provide evidence that the device meets the design input requirements and that the design input requirements meet the needs of the user. Instructions for use (IFU) is shipped with each device listing the indications for use, warnings and precautions, contraindications, and the proper deployment sequence. Additionally, the IFU stresses the importance to minimize handling of the constrained endoprosthesis during preparation to decrease the risk of contamination and infection. Cook has procedures in place to monitor and control the conditions of the mfg environment. Specifically for the zenith family of products, bioburden and endotoxin levels are tested quarterly. It was reported that mrsa was detected and that inflammation was present around the graft. However, the device was implanted in 2008, and five months had passed before any inflammation could be detected. This would indicate the graft was not infected at the initial implant. The inflammation around the graft was likely an effect of the pt obtaining the infection from another unk source. At this time a definitive root cause cannot be reported.